Manufacturer narrative:
The customer also questioned ca2 calcium gen.2 (ca2) results, however, no results were provided. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for gluc3 glucose hk (gluc3) on a cobas 6000 c (501) module. On (B)(6) 2023 sample ID (B)(6) initial result was 11 mg/dl. The repeat result was 134 mg/dl. On (B)(6) 2023 sample ID (B)(6) initial result was 10 mg/dl. The repeat result was 131 mg/dl. The customer also ran the samples on an unspecified blood gas instrument. The specific results were not provided. Due to the difference in the initial results from the c501 module and the blood gas system, the customer repeated the patient samples. No questionable results were reported outside of the laboratory. The repeat results were reported outside of the laboratory. The gluc3 reagent lot number was 698268. The expiration date was not provided.

Manufacturer narrative:
The field service engineer replaced the sample syringe unit which appeared to resolve the issue. As the correct result was obtained with the same reagent, general reagent issues were excluded. The investigation determined the service actions resolved the issue.